Event description:
A report was received that the patient's ipg was repositioned. No additional information was provided.

Event description:
A report was received that the patient's ipg was repositioned. No additional information was provided.

Manufacturer narrative:
Additional information indicates that the patient's ipg was repositioned due to discomfort at the ipg site. The patient is reportedly doing well.